Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, that the patient experienced head trauma and broken ribs due to being out of it and falling. It is unknown if the reported event is diabetes related as the patient did not provide further event details. No additional patient or event information is available.